Event description:
User reported 3 false negative results. This report 1 of 3. Positive follow-up results on unspecified tests.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of initial report, follow-up will be submitted upon completion of investigation. Relates to: 3014862188-2022-00404 (B)(4), 3014862188-2022-00405 (B)(4).

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report